Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual evaluation found that the tip from the screwdriver was within specifications, indicating that there were no anomalies which could have caused or contributed to this complaint.

Event description:
During the procedure the 1.0mm screwdriver blade broke during the screw insertion - the tip was broken. The surgeon was able to finish the procedure successfully using another blade. No patient impact.